Manufacturer narrative:
Unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted during testing. Unit was unable to prime during prime/delivery test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and passed. Unit received with cracked reservoir tube lip, minor scratched display window, broken belt clip slot and cracked battery tube threads.

Event description:
It was reported that customer received a motor error alarm. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI. Customer does not use sensor features. There were no motor position encoder error alarm. Drive support cap appeared normal and customer was able to complete rewind process. Customer's blood glucose was 152 mg/dl. Customer was advised that insulin pump would need to be replaced.